Event description:
The event involved a plum 360¿ infuser where the customer reported that cath lab pump started smoking. There was no patient involvement and no harm reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation however it has not yet been received.

Manufacturer narrative:
Was device event log/alarm history reviewed - yes - no related alarms the visual inspection was performed to attempt to duplicate the reported issue of pump smoking. The power supply reportedly smelled smokey with visible component damage the reported issue was not duplicated-did not power on due to reported smoke. The reported issue was not confirmed in history. The probable cause of the reported issue is pump dropped-damaged chassis caused power supply pwa to not be seated properly. Replaced chassis assembly and power supply pwa. Corrected information can be found in d4 - expiration date null, d10 - concomitant product null, e4 - initial report sent to FDA and g2 - report source.